Manufacturer narrative:
(B)(4). This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination confirmed a puncture hole in the silicone insulation, just distal to the fluoroscopy marker. It was confirmed the wire escaped the lead lumen during back-loading, as was reported from the field.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to a non-bsc guidewire puncturing the lead through the lead's insulation. Subsequently, another lv lead was successfully replaced. No adverse patient effects were reported.